Event description:
A total knee arthroplasty was revised approximately one month post operatively, due to a report of wear.

Manufacturer narrative:
Undergoing evaluation - preliminary evaluation indicated no excessive wear evident.